Manufacturer narrative:
The complaint report stated that there was no heat-sealing of one side of the sterile pouch. The issue was found during incoming inspection. The product was not used and no patient injury occurred. A non-sterile palmaz genesis on amiia 5.0x15 sds was received in its original packaging inside a pouch, on (B)(6) 2010. The box was already opened, but it was sent closed with tape for evaluation. Inside of the box was the implant card, IFU and the product inside of the pouch. The product pouch was received open and the pouch does not show evidence of a seal, which indicates that the pouch was not sealed during product packaging. The product was in its original tray and was not used. The pouch was reviewed under microscope at 16x of magnification and no evidence of the sealing process was detected. This seal belongs to the product packaging process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It could not be performed the measure for the seal width because the pouch was not sealed. After a visit to the packaging process lines, it could be observed that controls are in place for the pouch sealing process; (B)(4). The reported complaint was confirmed. (B)(4).

Event description:
The sterile pouch of the product was found to have not been sealed on one side. The pouch was completely open on this side. There was no evidence of heat-sealing of the open side of the sterile pouch, which was found during the labeling process at the (B)(4) plant. The product box was intact. The product was never shipped out of the (B)(4) warehouse and was therefore never clinically used.

Manufacturer narrative:
The complaint report stated that there was no heat-sealing of one side of the sterile pouch. The issue was found during incoming inspection. The product was not used and no patient injury occurred. The product was not returned for analysis. A photograph of the genesis amiia stent delivery system in its pouch was returned for review. Examination of the photograph shows no evidence of sealing of the pouch, which should be done during the manufacturing process. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint was confirmed. The cause appears to be related to operator error; the operator did not correctly perform the required 100% inspection after the pouch sealing process. Actions were opened to address this complaint.